Event description:
The facility representative contacted a technical service representative to report an infuso.r. With "no syringe in the chamber". This event occurred during biomed testing in "anesthesia/operating room dept". The facility representative stated that there were no reports of patient involvement, patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). After further investigation by baxter quality engineering, there is no information to suggest that this device malfunction would cause or contribute to a death or serious injury if it were to recur. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "no syringe in the chamber" was confirmed and reproduced. The root cause was attributed to a damaged motor. The motor assembly was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.